Event description:
A laboratory technologist at a customer site was splashed in the eye with the low positive control from the genetic systems hiv-1 western blot kit. The technologist sought medical care as a precaution. The customer requested information regarding heat inactivation. This information was faxed the next day and sent by fedex. The customer verified receipt and indicated that no further information was necessary.